Manufacturer narrative:
A device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition.a manufacturing evaluation was conducted. The report indicates that the device is in a used condition and has scratches on the outer shaft. All relevant and significant characteristics like dimensions and functions were checked. While we were doing all functional tests with the assembled tool, no uneasy liberation occurred. This tool passed through all functional tests without reference to the described difficulty.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device did not allow an easy liberation of the implant. There was no part left in the patient, no consequence to the patient, the incident did not require any further treatment. There was another device readily available. This is report number 3 of 3 for (B)(4).